Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted. The patient was given IV antibiotics, and the infection has since resolved.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was given IV antibiotics, and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.